Manufacturer narrative:
Date of event: unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd plastipak¿ luer-lok¿ syringe was jammed/bent. This was discovered before use and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review: the batch complained was manufacturing during the period of 26/dec/2017 until 27/dec/2017. The inspections carried out on the assembly machine were checked and no records of this defect were found. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the severity and occurrence a CAPA is not required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.